Event description:
The needles are slowly retracting. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 2. When you pressed the button, did the needle fully retract? Eventually, pressed button more than once and then had to hold it down. 3. Did the needle retract slower than normal? Yes. 4. Did the needle start retracting and then stop, leaving the needle exposed? No. 5. Did the needle not move at all after pressing the button? Cannot remember. 6. Did the button depress? Yes.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5224914. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.